Manufacturer narrative:
Follow-up # 1 ¿ (03/18/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verioiq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 7pm she tested on the subject meter and obtained a reading of ¿20.8mmol/l¿ and gave herself 12 units of novorapid insulin. The patient reported she believed the reading was too high and checked again at 7pm on the same day and obtained a reading of ¿12.5mmol/l¿ on a onetouch ultramini meter and had something to eat or drink to ¿counteract the insulin.¿ the patient did not report any additional treatment. At the time of troubleshooting the cca confirmed the patient¿s test strips were in good condition and the meter was in a correct unit of measurement at the time of testing. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to an adverse event. The patient did not report any symptoms, treatment or blood glucose values suggestive of an acute complication of diabetes. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.